Event description:
It was reported that an ilet device had a cracked screen confirmed by photo, the device functionality was uncertain, and water resistance was compromised; a replacement was arranged and the user was instructed on data sync, shutdown, and backup therapy. Symptoms included no reported adverse health effects or alarms. Outcomes included continued cgm data reception and transition to a replacement device. Investigation included review of customer-provided images and verification of shipping and return logistics. Investigation of this case revealed a damaged display component consistent with screen breakage without evidence of additional device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage external to the device.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.